Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized following 17 inappropriate shock therapies within six identified episodes. Follow-up confirmed system noise and oversensing resulting from arm movement. X-ray images and all data were sent for a technical services assessment and the system deactivated until resolution could be obtained. The ts data evaluation confirmed noise and oversensing in most of the triggered episodes. Additionally, ts provided troubleshooting guidance to further determine root cause. X-rays were taken and reviewed, showing a possible rotation of the device which could be contributing to system noise and oversensing. The field representative reported doing an arm movements and continuously seeing s-ECG noise. During the subsequent revision, visual inspection and provocative movement of the device failed to show any anomalies. Furthermore, suture pressure was also applied and again showed no anomalies. The electrode pin was confirmed to be fully inserted; however did not release easily from the device. The explanted device is expected to be returned for analysis and a transvenous system was implanted without reported complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. High powered examination of the device header did not identify any anomalies; setscrew seal plug was intact. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device manufacturing characteristics that would have caused or contributed to the reported clinical observations.